Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5e0896s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a thoracoscopic lung wedge resection, the stapler handle could not be closed, and the jaws of the reload failed to close completely. Even without touching the handle, the jaws could be opened and were entirely unable to clamp the tissue. The lung tissue was not particularly thick, but the stapler still failed to clamp the tissue to achieve closure. The surgeon did not fire firing the reload. A new handle and reload were used to resolve the issue. The surgical time was extended. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic lung wedge resection, the stapler handle could not be closed, and the jaws of the reload failed to close completely. Even without touching the handle, the jaws could be opened and were entirely unable to clamp the tissue. The lung tissue was not particularly thick, but the stapler still failed to clamp the tissue to achieve closure. The surgeon did not fire firing the reload. A new handle and reload were used to resolve the issue. The surgical time was extended by less than 30 minutes. There was no patient injury.